Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "use of punctured pads or pad lines". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. : the device was not returned

Event description:
It was reported that there was an alert 01, open air leak and alert 02 low flow. Arctic sun therapy was initiated. The tt 33, pt 36.4 c, water level was full, explained to nurse the correct orientation of pad connection. Four pads were connected. The nurse had disconnected and reconnected pads using proper techniques. Stated fdl was secure and asked nurse if she saw bubbles in one of the pads. It was stated that the right thigh pad clamp looked damaged, explained to the nurse that could be the source of the open-air leak. Then replaced the right thigh pad, turned off device and turned back on to continue current patient therapy. The patient temperature was 36.4 c, wt 10.8 c, fr 2.6 l/min and trend indicator downward position.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was an alert 01, open air leak and alert 02 low flow. Arctic sun therapy was initiated. The tt 33, pt 36.4 c, water level was full, explained to nurse the correct orientation of pad connection. Four pads were connected. The nurse had disconnected and reconnected pads using proper techniques. Stated fdl was secure and asked nurse if she saw bubbles in one of the pads. It was stated that the right thigh pad clamp looked damaged, explained to the nurse that could be the source of the open-air leak. Then replaced the right thigh pad, turned off device and turned back on to continue current patient therapy. The patient temperature was 36.4 c, wt 10.8 c, fr 2.6 l/min and trend indicator downward position.